Manufacturer narrative:
Additional information; d4 (serial number), (expiration date) and h4 (device mfg date) have been updated based on returned product. The reported sensor 3mh007npvz8 has been returned and investigated. No physical damage observed on sensor patch. The adhesive was not returned. This issue is not confirmed. An extended investigation has also been performed on the updated serial number and it has determined that there was no indication that the product did not meet specification. Dhrs (device history review) for the libre sensor kit were reviewed and the dhrs showed the libre sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An adhesive issue was reported with the freestyle libre 2 sensor. The sensor prematurely detached after 12 days of wear and the customer was unable to obtain readings and monitor glucose levels. As a result, customer experienced a seizure and loss of consciousness and was unable to self-treat, requiring unspecified treatment by third-party and an unspecified injection by hcp for treatment of hypoglycemia. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An adhesive issue was reported with the freestyle libre 2 sensor. The sensor prematurely detached after 12 days of wear and the customer was unable to obtain readings and monitor glucose levels. As a result, customer experienced a seizure and loss of consciousness and was unable to self-treat, requiring unspecified treatment by third-party and an unspecified injection by hcp for treatment of hypoglycemia. There was no report of death or permanent injury associated with this event.